Manufacturer narrative:
The insulin pump was received with several a47 alarms noted in alarm history file. A47 alarmed due to corrupted history file. The insulin pump passed self test, a21 error test and displacement test; no a21 and a17 alarm during test noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone via phone call external ram crc error alarm, unexpected restart alarm and history crc check failure alarm. Customer's blood glucose level was 18 mmol/l. Customer's alarm history found multiple external ram crc error alarms, unexpected restart alarms and history check failure alarms. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.